Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of over 28 mg/dl. The customer was treated for their blood glucose with food. The customer stated that the carb settings were adjusted by their health care provider which caused their insulin pump to over deliver insulin to their body. The customer stated that they will consult their healthcare provider to adjust their settings.